Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited far r wave oversensing; lead dislodgement was suspected due to very large far r-wave and cap confirm trend consistently out of range. The patient was brought into the clinic and x-ray was performed to confirm lead dislodgement. Lead reposition was performed on (B)(6) 2019 and lead measurements were normal. The patient condition was stable.